Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("miscarriage") in a female patient (gravida 1) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo any essure confirmation test". The patient's concurrent conditions included overweight. In (B)(6) the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), hirsutism ("hormonal changes describe: facial hair growth"), blood testosterone increased ("higher levels of testosterone"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: type: uti"), dyspareunia ("painful sexual intercourse"), bacterial vaginosis ("bacterial vaginosis"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), ovarian cyst ("tumor / teratoma / cancer type: ovarian cyst"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and intervertebral disc protrusion ("herniated disc"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, hirsutism, blood testosterone increased, urinary tract infection, dyspareunia, bacterial vaginosis, nausea, dysmenorrhoea, ovarian cyst, fatigue, vaginal discharge, weight increased and intervertebral disc protrusion outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, bacterial vaginosis, bladder disorder, blood testosterone increased, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hirsutism, intervertebral disc protrusion, menorrhagia, migraine, nausea, ovarian cyst, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. Patient demographics were added, product indication added. Events abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, migraines / headaches , hormonal changes describe: facial hair growth, higher levels of testosterone, infection (bladder/ urinary tract/vaginal) type: type: uti, infection (other) sexual intercourse) describe: bacterial vaginosis, nausea, pregnancy (stillbirth or miscarriage), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: ovarian cyst, fatigue, pain, vaginal discharge, weight gain, other injury(ies) or complication (s) please describe: herniated disc and plaintiff did not undergo any essure confirmation test were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.